Event description:
It was reported that the guidewire unraveled and the distal tip detached. A 014/300/sst platinum plus guidewire was used in the non-tortuous, mildly calcified superficial femoral and popliteal arteries for imaging. During the procedure, the doctor noticed the guidewire was unraveling and decided to remove the guidewire, with the ivus device. After removing everything, it was noticed on the back table, that the distal end of the guidewire was detached. The doctor flushed the catheter and the detached tip of the guidewire, flushed out. The procedure was completed with a different device. There were no patient complications reported.